Event description:
During follow up externalized conductors were noted via fluoroscopy. No electrical anomalies were noted. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.